Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the nurse loaded the stapler but the stapler could not be fired. They tried another reload but the same thing happened. After using a new staple with another reload, it worked fine. They used a new stapler to complete the case. There was no patient injury.